Event description:
It was reported that a basal/bolus infusor experienced a no flow, which was described to be due to air lock after filling. The drug involved was unknown. It is unknown if the infusor was primed. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The evaluation is in progress, upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported no flow condition. A functional flow test was performed by filling the device with water. After fill, evidence of flow was visually observed at the distal luers. No flow issues were noted during the testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.